Event description:
Drive devilbiss healthcare was notified of an incident involving a nebulizer by an end user, who stated that "while I was using it, it popped, a little fire shot out and it started smoking." There was no report or evidence of illness, injury or medical treatment associated with the complaint. Drive is currently investigating the incident, including attempting to retrieve the product and inspect it, and will file an update if additional information becomes available.